Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found a defective smart module fiber optic cable controlling reagent probe function. The fse resolved the issue by replacing the defective fiber optic cable, no further leaks were observed. (B)(4).

Event description:
The customer reported a leak from reagent probe b on their unicel dxc 800 pro synchron system. The customer stated finding fluid in the cartridge chemistry reagent carousel and in the drip tray under the reagent probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.